Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a pocket revision was performed with this cardiac resynchronization therapy defibrillator (crt-d). Additional information indicated that the device migrated to the side and patient felt uncomfortable. The device remains in service. No additional adverse patient effects were reported.